Event description:
The facility reports the aid raised the patient up, positioned the resident over the bed, and was lowering the lift when the lift jammed. The lift arm released, dropping the patient on the bed. The resident suffered a cut to the right wrist that required two stitches.